Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer set the time incorrectly when setting up the pump. In addition, it was reported that the customer received an auto-off alarm. Tandem technical support reviewed the auto-off safety feature with the customer. Tandem technical support guided the customer through adjusting the pump time and auto off feature. Customer's blood glucose level was not impacted.